Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
A revision surgery occurred for an unknown reason. A product was explanted and a 40mm/+3 humeral cup was implanted. No more information available about the primary surgery and the device concerned by the event.